Event description:
It was reported that the patient still felt the stimulation from their implantable neurostimulator (ins) when it was off (on program 2 at 0.00 volts). Specifically, the patient turned off the stimulation yesterday but still felt a stimulation sensation in their bicycle area. It was noted that the patient did have a ¿bad¿ fall a week ago and began to have discomfort a couple of days ago. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va07pss, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).